Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The cartridge was reloaded and insulin deliveries were resumed. Customer¿s blood glucose level was 240 mg/dl.